Event description:
This ra lead was implanted on (B)(6) 1999. A call to technical services {ts) on (B)(6) 2012 states that patient received a shock last month. Patient also had some eye surgery. Atrial channel was plugged but seeing some information on that atrial channel. Why? Working with dr. (B)(6). Ts asked if any atrial discriminators are on and initially the answer was yes but upon closer inspection the post-shock discriminators still had v>a and afrt programmed on. Ts states that even though atrial sensing is off, that is for brady pacing. The device may still use atrial information for v-tachy events unless the discriminators are off. Ts states for the event in question, because it was in the vf zone, the discriminators are not usedbut if the event was in a lower zone, they may be used and recommends turning them off which has now been done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).